Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor.

Event description:
Device malfunction: none. Symptoms/ae: cerebrovascular accident(cva). Time of symptoms/ae: approx 17 hrs post-procedure. It was reported that approx 17 hrs post successful left internal carotid artery stenting, done in 2007, the pt developed expressive aphasia and right arm weakness. CT of the head, done one day later, was negative. The pt was started on heparin. The neurologist's progress note, dated the following day, was aphasia and right arm weakness much improved, cva improving. Repeat CT of head, done the same day, was stable compared to day before. Carotid ultrasound showed a patent stent. No additional info is available.